Event description:
It was reported that the patient underwent a phacoemulsification and cataract extraction in left eye with primary intraocular lens implantation. After the implantation of the intraocular lens, cracks were discovered around the periphery of the optical zone. The intraocular lens was correctly implanted and centered, which did not affect the surgical outcome at that time, and the patient was placed under observation. Account stated there was a risk of harming the patient's eyeball. No additional information was provided.

Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.